Event description:
The patient was injected with 1.5 cc radiesse on (B)(6) 2012, into nasolabial folds, periosteum, upper checks and zygoma. Immediately after the injections, the patient experienced nausea, vomiting, migraine and blurred vision. She was given tylenol and the emergency medical services (ems) transported her to the local emergency room (ER). She was treated with morphine; route and dose were not provided. She was diagnosed with possible vasovagal reaction and discharged. The patient was seen in the office on (B)(6) /2012. She had some facial swelling and decreased movement of the left side of her face. No additional medical treatment was provided. She was again seen in the office on (B)(6) 2013. The patient has small periosteal nodule in the left mid zygoma, and some redness in the left nasal crease. All other events resolved. The patient was instructed to return to office as needed. Dr. (B)(6) does not think patient's events are related to radiesse, but are coincidental. (B)(6) medical assistant had a consultation with (B)(6), pa at (B)(4). She stated that immediately following the radiesse treatment, the patient complained of blurred vision in the right eye and pain behind her left eye. They monitored her for one hour and the patient started vomiting so they called ems. The patient was seen and released by the ER and diagnosed with a vasovagal reaction. She reportedly had a negative CT scan as well. Dr. (B)(6) saw her in the office the following day and she had mild cheek swelling and a soft 1/2 cm soft, subtle nodule. She instructed light massage that seems to be helping. In terms of the nodule, information was shared related to dispersion with the use of normal sterile saline or sterile water should dr. (B)(6) wish to treat the nodule.

Manufacturer narrative:
Patient's treatment and recovery status were requested and not received. The device history records for radiesse lot 1036177 were reviewed. All required testing specifications were met prior to release, there were no abnormalities noted.